Event description:
The customer contact reported the pump was found delivering at a rate different than the originally programmed rate. The secondary line of the pump was programmed to deliver an unspecified amount of blood at a rate of 150ml/hr with a volume to be infused of 325ml and the delivery was started. Approx five mins later, the nurse noted the pump was delivering a rate of 160ml/hr instead of the originally programmed rate of 150ml/hr. The pump was reprogrammed to deliver at a rate of 150ml/hr and the delivery was resumed. At the completion of the delivery of blood, the primary line of the pump was programmed to deliver normal saline at a rate of 20ml/hr and the delivery was started. No further programming parameters were provided. It ws reported that almost immediately, the nurse noted the pump was delivering a rate of 30ml/hr instead of the originally programmed rate of 20ml/hr. The pump was reprogrammed to deliver at a rate of 20ml/hr and delivery was resumed. At the completion of the normal saline delivery, the device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.